Manufacturer narrative:
Reactivity of the c, e, and jkb antigens was confirmed on retention capture-r ready screen (crrs) (I and ii), lot x282, and crrid extend I, lot dp034. These lots were used by the customer at the time of the event. Reactivity of the e antigen was confirmed on retention crrid ID used by the customer at the time of the event. Reactivity of the c and jkb antigens was confirmed by DHR review; the retention reagent was depleted. Reactivity of the c, e, and jkb antigens was confirmed on returned crrs (I and ii), lot x282, and returned crrid extend I, lot dp034. Returned and retention crrs(I/ii), lot x282 were tested with customer's returned sample. The sample demonstrated positive (1+) reactivity with cell ii (jk(b+)) of the returned product. The sample was nonreactive with retention lot x282. The sample was tested with the returned and retention crrid lot, dp034. The sample demonstrated positive reactivity (2+) with cell 14 (c+e+jkb+) of the returned lot. The sample was nonreactive with the retention lot, dp034. The sample was tested by tube hemagglutination test method with selected c-e-jk(b-), c-e-jk(b+), c+e-jk(b-) and c-e+jk(b-) reagent red blood cells using immuadd as the potentiator. Two testing parameters were performed: 1) sample tested at immediate spin (is) and room temperature (rt); 2) sample tested at 37c and indirect antiglobulin test phase. The sample demonstrated positive (1+) reactivity at the rt and iat phases. The nature of the sample cannot be ruled out as contributing to the event.

Event description:
Customer reported unexpected negative reactions on a patient sample tested by the 2_cell screen assay on galileo. Patient's historically known antibodies include anti-c, anti-e, anti-jkb.